Manufacturer narrative:
Approximate age of device - 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with a severe infection and the medical team decided to explant the pump and replace with a jarvik 2000 on (B)(6) 2018. No additional information provided.

Manufacturer narrative:
Analysis conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this investigation. However, thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). (B)(4) was returned assembled with the driveline (dl) severed approximately 1¿ from the pump housing. An additional 1¿ portion of the silicone jacket, was also returned. The remaining distal portion of the dl was returned in one segment measuring approximately 36.5¿ in length. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The inflow conduit flex section had been severed medially. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was returned detached from the outlet elbow. The sealed outflow graft bend relief had been severed at its hardware and was returned detached from the graft attachment. The sealed outflow graft bend relief collar was returned detached from the outflow graft and bend relief hardware. Upon disassembly of (B)(4), two tissue-like depositions were observed adjacent to the bearing ball within the proximal-side of the outlet stator. The depositions lack of concentric layering indicates that they did not initially form in the outlet stator. Although the origin of these depositions could not be determined, small areas of denaturation were observed, suggesting that they were present while (B)(4) was supporting the patient. The pump was cleaned and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Visual inspection of the driveline revealed a superficial cut in the silicone jacket; however, electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values at met manufacturing specification and the device functioned as intended. Incidental finding: evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. The evaluation of (B)(4) could not conclusively determined a cause of the development of the observed thrombus formations and no functional issues were reported. A correlation between the reported infection and the observed depositions found in the device could not be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.